Event description:
The customer reported they ran the 840 ventilator on battery operation and disconnected the air and o2 supply while on a pt. The ventilator shutdown as a result. There was no pt harmed or changed in therapy reported. Covidien technical support engineer (tse) advised the customer on proper operation and care of the 840 ventilator. This is a user induced malfunction.